Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. During revision procedure, the lead was discovered to have externalized cables. The lead was removed and the patient was recovering post-procedure.